Event description:
Per "ccr": "customer's meter stop working approx two weeks. Customer came close to hypoglycemia. Had to visit doctor." Per ccr's reported issue notes: "customers had symptoms of shaking and headache. Customer went to doctor. Did not say if it was treated or not."